Event description:
It was reported that during a device change out due to eri, externalized conductors were observed via x-ray. Lead was capped and replaced. Patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.